Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine pacemaker change procedure. During the procedure, it was noted that the right ventricular lead had a kink. After the new pacemaker was connected to the lead and placed in the pocket, the lead exhibited loss of sensing and capture. Upon further inspection, the lead appeared to be fractured just below the header. The patient had complete heart block and experienced a momentary ventricular standstill during the loss of capture until external pacing was turned on. The right ventricular lead was then capped and replaced successfully during this procedure on (B)(6) 2020. The patient remained in stable condition.